Event description:
It was reported that during the implant procedure, the ventricular lead could not be inserted into the header. The lead was not used.

Manufacturer narrative:
Final analysis confirmed that the lead connector portion could be inserted into the reference device cavity with resistance. The dimension of the connector portion were found to be out of specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.